Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced. No complications were encountered. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead (distal end) was returned in one piece measuring 48.0cm. Internal insulation abrasion was noted breaching the re cable lumen at 6.6cm to 9.2cm from the distal tip. The inner coil lumen and one re cable was abraded in this location. The ptfe liner was undamaged in this location. Internal insulation abrasion was noted breaching the re cable lumen at 10.1cm to 11.4cm and 15.0cm to 16.2cm from the distal tip. Internal insulation abrasion was noted breaching the rv cable lumen at 12.5cm to 13.4cm from the distal tip. Internal insulation abrasion was noted breaching the svc cable lumen at 41.2cm to 41.8cm from the distal tip. The etfe cable coating was not abraded at these locations.

Manufacturer narrative:
A partial lead (distal end) was returned in one piece measuring 48.0cm. Internal insulation abrasion was noted breaching the re cable lumen at 6.6cm to 9.2cm from the distal tip. The inner coil lumen and one re cable was abraded in this location. Visual inspection found that internal insulation abrasion continued beneath the rv shock coil from 5.7cm to 9.2cm from the distal tip. The etfe cable coating was not abraded while the inner coil lumen was abraded beneath the shock coil. The ptfe liner was undamaged in this location. Internal insulation abrasion was noted breaching the re cable lumen at 10.1cm to 11.4cm and 15.0cm to 16.2cm from the distal tip. Internal insulation abrasion was noted breaching the rv cable lumen at 12.5cm to 13.4cm from the distal tip. Internal insulation abrasion was noted breaching the svc cable lumen at 41.2cm to 41.8cm from the distal tip. The etfe cable coating was not abraded at these locations.